Event description:
Related MFR report: 1627487-2019-09377. Follow up information received identified at the moment the physician believes the issue depends on something other than the dbs system. The patient continues to have the sensory sensations when moving the ipg and connector even though the dbs system is turned off. Furthermore, the neurosurgeon had some promising results from optimising the dbs system settings. At the moment there are currently no plans for any surgical intervention.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 1627487-2019-09377. It was reported the patient lost effect of the dbs system's therapy. Also, the patient started to have electrical sensations around the connection of the lead extension while laying down on the side where the lead is implanted or touching it. Diagnostic testing and x-ray did not indicate any system issue. Surgical intervention may be taken to address the issue.